Manufacturer narrative:
(B) (4). (B) (4). In this case, no device malfunction was reported and the catheter was not returned for evaluation, which may have aided in determination of cause. Per the rx acculink info for use (IFU), non-stroke neurological events and hypotension are known potential adverse events associated with the use of the device. Hypotension may occur during carotid interventional procedures and is an anticipated response of the human body to stimulus of the carotid bulb. In this case, the info available and relevant manufacturing records are not sufficient to determine relation between pt adverse events and the abbott vascular device quality. The events are possibly related to operational context of the device. A review of the device lot history record did not reveal any non-conformities which could have contributed to this issue.

Event description:
Device issue: none. Adverse event: hypotension, weakness and right arm numbness. Onset of adverse event: after the procedure. It was reported that on (B) (6) 2010, the pt underwent stenting in the left internal carotid artery with an acculink stent. After the procedure, the pt experienced numbness and weakness in the right arm along with hypotension. The pt was treated with low dose levophed infusion which helped both the hypotension and the weakness/numbness. The pt's symptoms resolved on (B) (6) 2010 and the pt was discharged home. There was no adverse pt sequela. No additional info was provided.